Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had emergency heart surgery and this erased the implantable neurostimulator (ins) settings. The patient had frequency, urgency, leakage, was wearing diapers, and had a lack of control. This was due to a sudden change of therapy or symptoms on (B)(6) 2015. The ins was reprogrammed and the issue was resolved. The patient was unsure if when the ins was programmer after the heart surgery incident if it was set back to previous parameters. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.